Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the fluid path components found the soft cannula to be torn. Fluid was observed to leak from the torn portion of the external soft cannula. The timing and cause of the soft cannula damage could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. The download data shows that the pod did not generate a hazard alarm. No abnormalities are present in the data. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 304 mg/dl while wearing the pod between 4 and 24 hours in the arm. The device was originally reported for leaking during wear and a communication alarm.